Event description:
Report mw5095964 was received at innomed from the center for devices and radiological health on 8/28/2020 with following event description documented: "patient having scheduled knee surgery. In one of the extra instrument trays that is occasionally used. There was a soft tissue elevator noted to be broken. Instrument was taken out of the tray and a new instrument was obtained. Did not reach the patient. No patient harm. FDA safety report ID #(B)(4). Response: it is customary for innomed to receive the affected device for evaluation and inspection. Innomed was unable to contact the initial reporter for request of retrieval of the affected device as this information was not provided in the report. Innomed surveyed its internal complaints database to determine if there were any entries of the part with the same described issue. No entries were found. Additionally, current inventory of the part was surveyed for the described issue. None were affected. The device has been on the market since february of 2004, and this is the first issue of its kind.